Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-mar-2023. Investigation summary: our quality engineer inspected the 1 used sample and 21 representative samples in total (2201201x11pcs and 2016135x10pcs). The used sample was returned with two empty packages with batches 2173218 and 2201201 of catalog 393222. The reported issue of leakage was not confirmed upon inspection and testing of the representative samples. The one used sample returned was damaged during the decontamination process and was unable to be properly examined for the investigation. We are unable to determine a root cause of the failure since the failure mode could not be replicated in our sample evaluations. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that 11 bd venflon¿ pro safety shielded IV catheters from lot 2201201, and 10 catheters from lot 2016135 leaked blood from the injection port during use. The following information was provided by the initial reporter: "the cannulas cannot be withdrawn, patients always bleed when the cannula is being removed... The reporting senior physician was quite clear when reporting the incident. It is only about blood leakage from the injection port during therapy. Therefore, the product was removed. The application process of the vps took place without complications. There was no needlestick injury (which is also difficult with a vps). The senior physician emphasized that she has 40 years of experience. Obviously, people don't prick each other there anymore."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2201201. Medical device expiration date: 31-jul-2025. Device manufacture date: 11-aug-2022. Medical device lot #: 2016135. Medical device expiration date: 31-jan-2025. Device manufacture date: 03-mar-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd venflon¿ pro safety shielded IV catheters from lot 2201201, and 10 catheters from lot 2016135 leaked blood from the injection port during use. The following information was provided by the initial reporter: "the cannulas cannot be withdrawn, patients always bleed when the cannula is being removed. The reporting senior physician was quite clear when reporting the incident. It is only about blood leakage from the injection port during therapy. Therefore, the product was removed. The application process of the vps took place without complications. There was no needlestick injury (which is also difficult with a vps). The senior physician emphasized that she has 40 years of experience. Obviously, people don't prick each other there anymore."